Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacturer dates are unk. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp that a jagwire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2009 (over 18 year old). According to the complainant, during the withdrawal of the guidewire the distal tip separated. The detached portion of the guidewire fell into the pt's duodenum and was not retrieved. The procedure was completed with another jagwire. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as stable, no symptoms.